Manufacturer narrative:
(B)(4). Customer has indicated that he product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01217, 0001825034-2020-01218, 0001825034-2020-01220, 0001825034-2020-01221, 0001825034-2020-01222.

Event description:
It was reported that patient rasp instruments were found to have fractured on the medial side. It is unknown how and/or when the fractures occurred and no known harm or injury to a patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Investigation is in process and a follow up will be submitted upon completion.

Event description:
It was reported that during an initial hip procedure, the rasps fractured. No fractured pieces were retained by the patient. Attempts have been made and additional information is unavailable at this time.

Manufacturer narrative:
Upon review of additional information received, it was found that only one set of rasps were fractured therefore this device is considered not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon review of additional information received, it was found that only one set of rasps were fractured therefore this device is considered not reportable. The initial report was forwarded in error and should be voided.